Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cohere implant cracked on the face plate and through the implant on screw insertion. Dr placed the implant and was doing two screws, first screw was fine. Then once the second screw went in all the way noticed the crack. He removed the cage and was able to see visible, cracking through the implant.